Manufacturer narrative:
Correction: on initial MDR the FDA patient event code 1695 missed to submit. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample was not returned for evaluation. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. The device was not returned for evaluation and no additional information was provided. The health professional reported that following an microstent implant procedure, the stent was visible with peripheral anterior synechiae (pas). The surgeon believed patient has developed ugh syndrome (without haem) and will need to remove the stent. Pas is a known potential event that can occur following company microstent implantation, but the relationship to the device in this case is unknown. The root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that, the stent the removal proceeded and went smoothly.

Manufacturer narrative:
The sample was received at the manufacturing site for evaluation. The explanted microstent had a significant amount of debris adhered to the distal spine and window. This suggests that the microstent may have been malpositioned. Following decontamination, the microstent was inspected and the stent met visual and dimensional specifications. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. The microstent met visual and dimensional specifications, no device related issues were observed; therefore, the cause of this event is unknown. The manufacturer internal reference number is: (B)(4).

Event description:
A other health professional reported that following an microstent implant procedure, when surgeon undertook gonio a month after patients surgery, the stent was visible with peripheral anterior synechiae (pas) starting to appear up to the outlet. On gonio patient was such extensive pas that surgeon could not confidently see the stent. A couple of glimpses only through iris strands. The physician have arranged for a CT scan to ensure it has not migrated but will otherwise undertake goniosynechiolysis then attempt explant of the microstent. The patient had persisting uveitis and gross macular oedema despite being on intensive steroid plus oral steroid over this period. Surgeon believed patient has developed ugh syndrome (without haem) and will need to remove the stent. The surgeon felt that the microstent is most likely implicated as patient has been screened for all other possibilities. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).